Event description:
The customer reported that the workstation-carm communication was lost. The sys was displaying a communication error message. This error will likely cause the sys to shut down or lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply connectors were cleaned and reseated. The sys was then found to be operating as intended.